Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: cutter device, therapy date: (B)(6) 2022. UDI: (B)(4).

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that while the surgeon was drilling the skull the cutter device broke off. The drilling was performed at a slanted angle. According the reporter, the skull was hardened due to epilepsy. There were no delays in the surgical procedure. The procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device external features of the returned cutters were visually inspected and it was observed that the tip of the cutter was broken off. The cutter was examined using 28x magnification and based on the photographs taken the angle indicate that there was excessive force applied. Therefore, the reported condition was confirmed. The root cause was traced to excessive lateral or side to side force. Which is user error. The operating manual states: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.